Event description:
It was initially reported that he the physician's handheld would not power on. It was initially thought the battery had drained so the handheld was left plugged in for about 24 hours and still would not power on. The orange indicator light was on while it was plugged in. A hard reset was attempt but the handheld was still unable to power on. Another hard reset was attempted but the handheld still would not power on. It was also confirmed that the lock button was not engaged. The handheld was reported to not have been dropped or stored in a high temperature environment. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not occurred to date.

Event description:
Additional information was received that indicated that product analysis was complete on the handheld and flashcard. A visual analysis identified that the battery latch was in the unlocked position. Once the battery latched was moved to the locked position no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.